Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going h3 other text : device not returned

Event description:
Country of complaint: germany needle detached very easily from thread. Sometimes during withdrawal sometimes during pulling through the tissue.

Manufacturer narrative:
Samples received: 100 unopened pouches. Analysis and results: there are two previous complaints of the same code-batch. We manufactured and distributed in the market 972 units of this code batch. There are no units in our stock. We have received 100 closed samples. Tightness test to the closed samples received has been performed and the units are tight. When we made rotation test on closed samples received, we have noticed that thread breaks easily next to needle. Then, detachment of the needle or breakage of the thread in that area could have been caused by too much thermal treatment in the manufacturing process, which causes the thread burnt and breaking easily in the attachment area. Final conclusion: taking into account that the results of closed samples received do not fulfill the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is justified. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed in the future. Moreover, training regarding this issue to production personnel has been done.